Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer resumed insulin delivery prior to contacting tandem customer technical support (cts). As the customer did not complete the troubleshooting, cts was unable to determine a possible cause of the reported difficulty. Customer's blood glucose level was approximately 200 mg/dl.